Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body, found no anomalies. Dried body fluid and tissue were noted in the helix housing which is considered normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure this right ventricular lead exhibited high capture threshold, loss of capture, difficulty to position and insulation damage was suspected. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported, that during the implant procedure. This right ventricular lead exhibited high capture threshold, loss of capture, difficulty to position and insulation damage was suspected. This lead was removed prior to pocket closure. And successfully replaced. No adverse patient effects were reported.